Event description:
It was reported that suture placement in the calcified right common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional impella procedure. The sheath was upsized to a 14f and the impella procedure was completed. Reportedly post procedure, while advancing the knot with the knot pusher, the rail suture was pulled too hard and the suture broke. The other pre-placed suture was not able to achieve hemostasis on its own; therefore, manual compression was held for 30 to 40 minutes until a cutdown could be performed. Hemostasis was achieved with manual suturing during the cutdown. A clinically significant delay to the procedure was reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 - excessive force. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It was reported, ¿the rail suture was pulled too hard and the suture broke¿. It should be noted that the electronic perclose proglide instructions for use states: ¿to prevent suture breakage, always pull on the suture limbs with slow, consistent increasing tension. Avoid quick or jerky type movements with the suture limbs.¿ the cause of the reported difficulty is due to use error. The subsequent treatments are likely due to the circumstances of the procedure. Based on the information reviewed it is likely that the suture was pulled too quickly as per the reported ¿the rail suture was pulled too hard¿. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.